Event description:
It was reported that a blood clot was observed on the helix of the right ventricular (rv) leadless pacemaker (lp) during the implant procedure while mapping for fixation. The lp was removed and the physician attempted to clear the clot. The helix of the lp became stretched during this action. A new lp was implanted to resolve the event and the patient was in stable condition.